Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked and there was precipitation around individual valves. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from november 10, 2021 - november 11, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.